Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll azm for evaluation. Investigation results as follows: visual inspection of the returned platform was performed and found that the display led flickered thus confirming the reported complaint. A review of the archive showed no user advisories were observed. The platform was functional tested and there were no problems or error messages noted. In summary the customer's reported complaint that the display of autopulse platform was broken was confirmed during visual inspection which was attributed to defective software. The processer board was replaced to remedy the issue. After replacement of the part identified during investigation, the platform passed all final functional testing criteria.

Event description:
It was reported that during routine device check the autopulse platform display was not working. No patient involved with this event. No further information provided.